Manufacturer narrative:
This supplemental report is being submitted to provide additional information. In the end, since the subject device has not been returned to any of olympus locations, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus europe se & co. Kg (oekg) which mentioned the output socket part damage, omsc surmised there was the possibility this phenomenon was attributed to the output socket part damage of the subject device due to the aging degradation with passing more than 6 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. However, the subject device is planned to be returned to olympus. However when the service department of olympus (B)(4) got the user call at first, (B)(4) asked the user to clean the electrical contacts, the issue was resolved. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed when the subject device was connected to the endoscope during the preparation for use. The user also reported that it has been sometimes occurred this error and then the user has not found if the malfunction occurred due to the subject device or the video processor connected to together. There was no patient injury associated with this report.